Event description:
The complaint/event involved a 8" smallbore ext set, 4 gang 4-way stopcocks w/baseplate, 4 remv microclave® clear, clamp, rotating luer and it occurred during handover from 'maz or'. The plasmalyte running into IV "tree" (four stopcock attachment) was reportedly leaking from its own bottom y-connector site; therefore plasmalyte did not infuse properly through tree and this issue also impacted the speed of other running infusions. Impact of incident: vasopressor doses were not received at the anticipated speed, as there was no drive to aid in infusion. There was patient involvement, but no harm reported.

Manufacturer narrative:
A picture from the customer was provided showing the smallbore ext set, 4 gang 4-way stopcocks w/baseplate inside the packaging. The complaint of leakage from the y-connector site could not be confirmed based on the returned image. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A lot history review could not be conducted because the lot number was unknown. Section e additional contact: (B)(6).